Event description:
It was reported that during a gastric bypass procedure, the device did not staple. Another devices was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.